Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 457445 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that an emergency device check had been requested due to an alleged ventricular pacing failure under the body surface electrocardiographic mapping. Although the ventricular lead pacing failure was unable to be reproduced, the pacing threshold of both the atrial and ventricular leads had increased and the sensed waves had decreased. The atrial output was increased and the sensing sensitivity of both the atrial and ventricular leads were increased accordingly. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.